Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and very itchy, mostly under all three te pads however the spotty rash extends over a large area of the torso. The patient has known allergies to shrimp and iodine. There was no alleged device malfunction contributing to the rash. The patient¿s physician removed 2 of the patient¿s medication which may have caused the patient to have irritation. The patient was prescribed an oral benadryl medication for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.